Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that the ¿main switch broken¿ device issue was likely caused by wear of device, degradation, and/or handling by customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center power switch button was stuck and could not be turned off. The issue was found during reprocessing. There was no patient involvement or harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of stuck power switch was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.